Manufacturer narrative:
The lot# mk786853 was returned to olympus for evaluation. A visual inspection of the received condition was performed on the device; foreign material was observed on the distal area of the device, consistent with use. The probe tip is detached from the distal end. The breaking point measures approximately at 0.638¿ of the probe. The probe tip was not returned along with the device and is suspected to be missing. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check. The generator prompted with an u509 ultrasonic error. Both switches were checked and found both switches are functional. The ptfe pad (teflon pad) was inspected and found it slightly worn, with no metal exposed. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The rotation of the knob torque is normal and smooth. Based on the evaluation and similar complaints, the cause of the reported event can potentially be attributed to unintended operational error.

Manufacturer narrative:
This supplemental report is being submitted to correct section b5.

Event description:
As reported to olympus, there was no additional medical or surgical intervention performed as a result of the event.

Manufacturer narrative:
The referenced device was not returned to olympus for evaluation; therefore, the exact cause of the reported event cannot be conclusively determined. However, based on similar reported events the most probable cause of the reported event can be attributed to operational (unintended) error. To mitigate the risk of device damage the instruction manual provides warning which states: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy, two devices failed. The jaws (probe unit) of two devices became bent and broke off into the patient¿s abdominal cavity. The device fragments were retrieved from the patient using a laparoscopic grasper. The physician was able to complete the procedure using a similar like device. There was no patient injury reported. In addition, there was additional medical or surgical intervention as a result of the event. The device, the associated equipment and connections were inspected prior use with no anomalies observe. There was no unexpected bleeding to the patient and the patient did not require a longer stay or additional treatment. 1 of 2 devices.